Event description:
The customer reported that medela invia liberty device may have caused or contributed to a serious injury. The avance transparent film dressing had trouble maintaining a seal, the drape tears or is displaced easily. Upon regular dressing change interval the would revealed purulent drainage,which lead to wound debridement and the use of IV antibiotics.

Manufacturer narrative:
.